Manufacturer narrative:
Twenty-two months prior at the index procedure, the patient developed angina pains. Coronary angiography was conducted and revealed a 90% lesion at the mid left anterior descending artery. A 2.5 x 12mm express 2 stent was implanted at 12 atm at the target lesion. Other procedural details are unk. Six months later, the patient developed unstable angina pain. A coronary angiogram was conducted and showed a proximal lad lesion and an in-stent restenosis of 99% in the express2 stent. A 2.5 x 23mm cypher was implanted inside the express2 stent. Then a 2.5 x 18mm cypher was implanted distal to the first cypher overlapping it. Pre-procedure stenosis was 75% there. A third cypher (2.5 x 18mm) was implanted proximal to the first cypher overlapping it. Pre-procedure stenosis was 75% there. Post-dilation was conducted with a balloon (kongou 2.5/unkmm) at 20 atm. The residual percentage of stenosis for all lesions was 25%. Nine months later, an elective coronary angiogram revealed an eccentric calcified peri-stent restenosis of the implanted most proximal 2.5 x 18mm stent. Pre procedure, the restenosis was 75%. Aha/acc classification of the vessel was type b2. The lesion length was under 10mm and vessel diameter was 2.5mm.. Pre dilation was conducted with a 2.0 x 20mm balloon at 10atm for 30 seconds. To treat the restenosis, a fourth cypher (2.5 x 18mm) was implanted at 16 atm for 30 seconds proximal to the third cypher (2.5 x 18mm) overlapping it. Post dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual percent of stenosis was 25%. An act was not measured. Physician's comment: the probable cause of the thrombotic event was because the stent was under dilated considering the indention.

Event description:
The patient was brought to the hospital emergently while experiencing acute myocardial infarction. A coronay angigram was conducted and thrombus was observed in a stent at the proximal left anterior descending artery. This stent was implanted six months earlier. To treat the thrombus, balloon angioplasty was conducted with a 2.5 x 20mm maverick balloon. Closer examination revealed an indentation inside the stent. To treat the indentation, a balloon angioplasty was conducted with a high pressure balloon (ottimo potenza 2.5 x 13mm) at 20 atm for 30 sec followed by a perfusion balloon (esprit 2.5 x 20 mm) was conducted at 8 atm for 5 min. The indentation was still present after the procedure was completed.